Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on radius assessed as surgical damage. ¿ seroma: unable to observe since it is not related to the device. ¿ gel fracture: unable to observe since it is not related to the device. ¿ extrusion: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "extrusion, seroma, and internal fracture". Diagnostics confirmed seroma. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma and pocket erosion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "extrusion, seroma, and internal fracture".

Event description:
Healthcare professional reported right side "extrusion, seroma, and internal fracture". Diagnostics confirmed seroma. The device has been explanted.

Event description:
Healthcare professional reported right side "extrusion, seroma, and internal fracture". The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03/22/2024.